Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and fatigue. The right ventricular (rv) lead exhibited high impedance and a probable outer lead fracture. The lead will be explanted and replaced. No further patient complications have been reported as a result of this event.